Manufacturer narrative:
This report has been confirmed to be a duplicate of a case that was not reportable, hence is a cancelled report as it does not require a submission of its own.

Manufacturer narrative:
Report required by FDA for eua. Investigation not complete at time of report. Follow-up report to follow completion of investigation. Relates to (B)(6) (3014862188-2021-01607: test 2 of 2).

Event description:
User reported 2 false positive results. Negative pcr and rapid. This is report 1 of 2.